Event description:
Customer reported that the pump produced a clicking noise when priming the tubing, the black membrane where the cartridge sits was loose, and the charging port was somewhat damaged. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting.